Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced the infusion set bent cannula issue on (B)(6) 2025 which leads to high blood glucose levels. The cannula was bent on first day of infusion set insertion; the insertion site was abdomen. The patient experienced stomach pain and eventually went to emergency room on 16-nov-2025 due to hypergycemia. The blood glucose levels were 477mg/dl and were treated with insulin pen. The patient was in the hospital for two hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.